Event description:
Revision surgery - . Poly swap, unknown reason.

Manufacturer narrative:
Poly swap, unknown reason. The star construct was implanted for an unknown amount of time so simulated use testing would not be able to accurately recreate the physiological changes that occurred during implantation. There were 2 similar complaints identified for star ankle toyal construct removal. The similar complaints identified do no aid in the investigation for this complaints as the par and lot numbers remain unknown. Ohr review was not conducted due to the part and lot numbers of all components remaining unknown. It is unknown if the doctor followed the surgical technique with the limited information available regarding the original implantation. The star construct was not returned, so visual and dimensional inspection did not occur. Simulated use testing did not occur as the construct was implanted for an unknown amount of time. The reason for removal remains unknown. The reporter stated, "dr. Humbyrd ended up removing the star ankle in this patient and replacing it with wright's lnbone total ankle implant". Based on the limited information, and the parts not being returned, the root cause shall remain as unknown. The following information remains unknown: date implanted. Patient gender, age, height, weight, date of birth, bone quality, activity level, noncompliance, and co-morbidities. Inventory type. Part and lot numbers. Lnfpr'fl1ation not provided is not available to the reporter. Thus, good faith effort was achieved. The overall risk is high with a risk index of 3. Severity level of 4 (significant) is appropriate as there could be permanent functional impairment of body function and the failure may occur with or without warning. It was determined that 688 polymer components (pn:400-14x) were sold between february 2023 and february 2024. With 3 reported events of total construct removal, the occurrence rate is 0.436%. Thus, an occurrence level of 5 (frequent/high) is conservative and appropriate. Per rf-str-0001 revision 3 risk benefit analysis for u23.2, "every endoprosthesis has a limited lifespan. With state of the art techniques, there is no potential for further mitigation of the risks from a clinical point of view". Therefore, the risk shall remain appropriate. As the reason for removal and root cause remain unknown, no further action will be taken at this time. The field shall continue to be monitored through the complaint intake system.